Event description:
It was reported that a large volume infusor overinfused. The device was filled with 230 ml fluorouracil in 0.9% saline. The reporter stated that the expected therapy time was 46 hours; however, the infusion completed between 2-9 hours earlier than expected. It was reported that the flow restrictor was placed approximately 30 cm below the chamber of the device, and that the device was infusing into a subclavian vein in the hemithorax using a port-a-cath. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 12n015 was manufactured between december 6, 2012 - december 7, 2012. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.